Event description:
Procedure: right thorasoscopic blebectomy. According to the reporter: the pt was undergoing a right thorasoscopic blebectomy. When the trocar was removed from the pt, it was noted that a piece at the end of trocar had broken off. The surgeon reinserted the scope just inferior to the incision. He found the retained piece of trocar. (Approx. 1/2 inch by 1/4 inch) and removed piece exactly matched the defect in the removed trocar.